Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was delivered through the stent catheter, but the blood vessel was severely tortuous, and the wire could not be pushed to the distal end. It was noted the catheter tail end was broken, and then stent could not be normally deployed. A replacement catheter and stent were used, and the catheter was delivered to the m2 position. During the delivery of the stent, it was seen the stent could not be riveted properly and herniated into the tumor. The entire delivery system was withdrawn again and replaced with a 4.5 mm x 30 mm stent. The distal part of the stent was riveted at the anterior knee curve, and the proximal segment was riveted at the petrous bone segment. Coils were sequentially delivered through the embolization catheter and failed. The imaging showed the aneurysm was significantly slowed down, and the distal end was not opened well. A balloon was delivered to expand the stent, and the stent opened well in the second angiography. It was also reported there was no damage to the catheter or pushwire, and a continuous flush had been administered. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery (ica) with a max diameter of 19.33 mm and a 7.96 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was unknown if dual antiplatelet therapy (dapt) was administered. Additional information received indicated the first ped-(B)(4) could not be delivered through the distal end of a catheter;(model: fa-55150-1030) because the tail end was broken. A replacement pipeline and catheter were used of the same model and lot numbers. No clarification was able to be provided regarding the report of the stent could not be riveted properly and herniated into the tumor. A replacement pipeline (lot #: b104392) was then used which failed to open distally. The stent had not been positioned in a bend when it failed to open.